Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma, capsular contracture and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, and capsular contracture grade IV. Date of alcl diagnosis:(B)(6) 2021.

Event description:
Healthcare professional reported right side "capsular contracture (baker grade IV)", "periprosthetic and intracapsular seroma 500c.c tension", "chronic inflammatory reaction", and "lymphoma-alcl". Histopathological markers are reported and specific (cd30 (B)(6)). The device has been explanted. Treatment: total capsulectomy, device explant.

Event description:
Healthcare professional reported right side "capsular contracture (baker grade IV)", "periprosthetic and intracapsular seroma 500c.c tension", "chronic inflammatory reaction", and "lymphoma-alcl". Histopathological markers are reported and specific (cd30 positive and alk negative). The device has been explanted. Treatment: total capsulectomy, device explant.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, yellow encapsulation and crease flat. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.